Event description:
The reporter stated that the or staff placed the vacu-gel pad on the surgical bed and placed a sheet over the pad per the hospital protocol. As they attempted to transfer the pt from the gurney to the surgical bed the sheet and the pt slid off the vacu-gel pad. The nurse on the opposite side of the surgical bed prevented the pt from falling to the floor. There was no adverse impact to the pt.